Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6)2012 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2012, and a mesh was implanted concurrently with bso, due to symptomatic fibroid uterus, sui. It was reported that patient underwent evacuation of pelvic hematoma on (B)(6) 2012, due to pelvic hematoma. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent gynecological procedure and mesh was implanted along with concurrent procedure hysterectomy. It was reported that post implantation, patient experienced pain, urinary disturbances, bleeding and infection.a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4)